Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported the patient developed a red, itchy area of skin under the fabric collar of the device. The symptoms have persisted for approximately 3 weeks. The patient sought medical treatment and was advised to use an alternate product during the application process. No further patient consequences were reported.